Manufacturer narrative:
Additional information was received from the health care professional who clarified that a widening left bundle branch block originated three days following the valve implant which resulted in the pacemaker implant that same day. Complete heart block was not confirmed. No additional adverse patient effects were reported. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the product remains implanted; therefore, no product analysis can be performed conclusion: conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure (open or catheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). A conduction disturbance does not indicate a device malfunction or potential manufacturing issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the day following the implant of this transcatheter bioprosthetic valve, a left bundle branch block occurred. Complete heart block later occurred. Three days post valve implant a permanent pacemaker (ppm) was implanted. No additional adverse patient effects were reported.